Event description:
I had prk surgery and now I'm getting severe pain in my eyes in the morning. I've been dealing with it for 2 months so far. The pain is not as bad as it was in the beginning but it's happening more frequently. It happened 3 times last night. I would get this pain about 2 hours after falling asleep. This was not listed as a complication.